Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the site called in to report that error code m-11 occurred on the integrated electrosurgical generator unit (iesu), and the iesu would not activate energy. System functionality was reportedly checked prior to use, and no issues/errors were noted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site power cycle the iesu and try another energy cable, but the issue was not resolved. The site continued the procedure with a third-party external generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse noted that error code m-11 was related to the integrated electrosurgical generator unit (iesu). Additionally, error code c-34 occurred after the iesu powered on. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. The reported complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed the failure analysis (fa) investigation on the integrated electrosurgical generator unit (iesu). The iesu was analyzed and tested in normal mode with an in-house system. Fa investigations confirmed and reproduced error code c-34.